Manufacturer narrative:
(B)(4)..

Event description:
Further follow-up indicates surgical intervention was taken on (B)(6) 2019, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices. As a result, the patient will undergo surgical intervention to address the issue.